Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported patient effect of worsening mitral regurgitation (mr) was related to patient morphology/pathology (disease progression). The reported mitral valve injury (tissue damage) was a result of procedural circumstances (a flail was noted due to a chordal rupture lateral to the initial clip). The reported heart failure was likely a result of the combination of the reported patient effects. The reported patient effects of worsening mr, mitral valve injury and worsening heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip (80103u269) device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the chordal damage and increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed in (B)(6) 2018 to treat a mr with a grade of 4. One mitraclip (71027u113) was implanted, reducing the mr to 1. Earlier in the month of april, the patient presented with worsening heart failure symptoms with increase mr with a grade 3+. The clip was securely attached; however, a flail was noted due to a chordal rupture lateral to the initial clip. The patient remained hospitalized. On (B)(6) 2018, a second mitraclip procedure was performed in an attempt to treat the flail. The clip delivery system (cds (B)(4)) was advanced to the mitral valve, but grasping was difficult due to the patient anatomy and image quality. During grasping, an additional chordal damage occurred. The clip was then implanted successfully medial to the first clip. An atrial septal occluder (aso) was attempted to plug the lateral commissure, but was unsuccessful and resulted in additional chordal damage. The mr increased to 4+. It is unknown what the next steps of therapy will be at this time. No additional information was provided.